Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, hub/valve included microscopic and visual inspection. Inspection revealed kinks located 5 cm and 63.5 cm from the tip of the device, and the threads of the hub were damaged (cross-threaded). Inspection of the rest of the device found no other damage or defect. The hub was functionally tested, and while the hub closed, excessive pressure was needed to fully close the valve.

Event description:
It was reported that the hub cap was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to be used. The was was inserted into the patient and the physician attempted to tighten the hub cap, but the cap continued spinning and did not lock. The physician removed this from the patient and replaced it with a different access system. The procedure was completed successfully using this new access system. There were no other complications that occurred.

Event description:
It was reported that the hub cap was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to be used. The was was inserted into the patient and the physician attempted to tighten the hub cap, but the cap continued spinning and did not lock. The physician removed this from the patient and replaced it with a different access system. The procedure was completed successfully using this new access system. There were no other complications that occurred.